Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's mother contacted dexcom on 07/12/2016 to report that the patient passed away on (B)(6) 2016. Patient's mother stated that the patient had been on dialysis and passed away during the procedure due to a blood clot near the heart. A certificate of death was provided and listed the primary cause of death as hypoxic medical pulseless electrical activity cardiac arrest. Certificate of death also listed that death was due to (or a consequence of): ischemic cardiomyopathy, end-stage renal disease and diabetes type I. Other significant conditions were listed as: peripheral vascular disease, history or deep vein thrombosis and pulmonary embolism. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of the event. There was no alleged device malfunction. No further event or patient information was provided. No product or data was returned for evaluation, however, a certificate of death was provided. The reported event of patient death was confirmed. Primary cause of death was hypoxic medical pulseless electrical activity cardiac arrest.